Manufacturer narrative:
This report is submitted on march 11, 2019 (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and inflammation at abutment site, subsequently the patient was administered oral antibiotics and topical steroids (date and duration not reported).